Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The customer's report was observed but unable to be verified during initial testing. All ECG shields were replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.